Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: a qualified lens model was indicated; it is unknown if it was in the qualified diopter range for the cartridge. The indicated handpiece is not qualified by for use with the cartridge. It is unknown if a qualified viscoelastic was used. The root cause for the reported complaint could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implantation, foreign material was confirmed after implanting the iol. The surgery was completed though, the foreign material remains in the patient's eye. It is unknown whether it was adhered to the iol originally or from the cartridge. There are two medical device reports associated with this event. This report is for the iol.